Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 23:21:52 on (B)(6) 2024. At 14:35:27 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 190 bpm with CPR/motion artifact/electrode lead fall off. At 14:36:32, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm with CPR/motion artifact/electrode lead fall off. Post shock rhythm was vt @ 180 bpm with CPR/motion artifact/electrode lead fall off. At 14:37:03, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 190 bpm with CPR/motion artifact/electrode lead fall off. Post shock rhythm was vt @ 180 bpm with CPR/motion artifact/electrode lead fall off. At 14:37:30, the patient received the third appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm with CPR/motion artifact/electrode lead fall off. Post shock rhythm was vt @ 180 bpm with CPR/motion artifact/electrode lead fall off. At 14:37:57, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vt @ 170 bpm with CPR/motion artifact/electrode lead fall off. Post shock rhythm was vt @ 180 bpm with CPR/motion artifact/electrode lead fall off. At 14:38:32, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vt @ 160 bpm with CPR/motion artifact/electrode lead fall off. Post shock rhythm was vt @ 170 bpm with CPR/motion artifact/electrode lead fall off. The device was shut down at 16:35:30 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.